Event description:
It was reported that during use, the cs100 intra-aortic balloon pump (iabp)unit alarmed when it was turned on and displayed electrical test fault code #50. There was no personal injury reported.

Manufacturer narrative:
A getinge field service engineer (fse) was being dispatched in order to evaluate the unit and during the period of an evaluation it was being found that the instrument is being reported an electrical fault 50 when it was being turned on. Then the fse had replaced the "d671-00-0004"- pcb motor controller, and the accessories were replaced. Then after the replacement fse had performed all the safety and performance tests which were being performed and passed. At last it was being delivered to the customer and can be used in clinical practice.

Event description:
N/a.

Event description:
It was reported that during routine inspection/test by engineers, the cs100 intra-aortic balloon pump (iabp)unit alarmed when it was turned on and displayed electrical test fault code #50. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs100 intra-aortic balloon pump (iabp)unit alarmed when it was turned on and displayed electrical test fault code #50. There was no patient involvement reported.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a